Event description:
It was reported, by the manufacturer representative (rep). That elevated impedance was shown, during multiple reinsertions. The physician complained about not seeing if the contacts were aligned through the header of the rechargeable battery. No other information was provided. The issue was resolved by the time of this report. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) provided additional information, which was confirmed with the hcp. The patient's surgery was a battery replacement due to normal depletion. The impedances were first noticed during the surgery, and the cause remains unknown. The impedance issue was resolved.